Event description:
It was reported that the device had error code 41541. The relevant test was an accuracy test. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg; 1/28/2025. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed by the review of the event history log, but the event could not be duplicated. The probable cause is due to the contamination at the latch/lock area. Additionally, it was found that the downstream occlusion(dso) seal showed moderate bubbling. The latch/lock, flex sensor and dso sensor was replaced.